Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated section b5.

Event description:
It was reported that this patient with a 27mm valve, implanted approximately for one (1) year and four (4) months, is being evaluated for a valve-in-valve procedure due to stenosis. Per medical records received, the patient arrived to the ed parking lot and began to code. Ccr was immediately started; patient was in apneic condition and had weak femoral pulse upon arrival. The patient expired in the ed parking lot.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 27mm valve, implanted approximately for one (1) year and four (4) months, is being evaluated for a valve-in-valve procedure due to stenosis.